Manufacturer narrative:
H3: product analysis: no conclusion can be drawn as the device was not yet returned. Once the device received, evaluation will be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of the cranial neurosurgical procedure, while removing the drill burr from the attachment, two rings, the metal balls and other black metallic parts from the bearings were released. The computed tomography scan was performed to confirm that no metallic fragments had remained inside the patient¿s skull. There was no procedure delay and the patient was alive with no injury at the time of report. Additional information received stating that there was no patient impact as a result of this event.